Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported disengagement of a perforator during a craniotomy causing dural damage and brain contusion. It occurred at making the fourth burr hole at the tent and hemostasis was performed. The procedure was completed with another product. Surgical time was extended less than 30 minutes. No further information was provided by hospital.

Event description:
N/a.

Manufacturer narrative:
The codman disposable perforator was returned for evaluation. Device history record (DHR) - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - the perforator unit was inspected using the unaided eye. The unit was lightly soiled and has a destroyed label. No other anomalies were observed. The "IFU" testing procedure was performed with no observed anomalies. Functional testing was performed using the same protocol it underwent at finished goods testing prior to release: the unit was found to perform as intended and fulfilled the acceptance criteria. The complaint could not be verified through failure analysis. The root cause is undetermined and was unable to be confirmed in the complaint evaluation. Product was received for analysis and the investigation could not confirm the complaint.